Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right gonadal vein using ruby coils, a non-penumbra microcatheter, a non-penumbra diagnostic catheter, and a non-penumbra sheath. During the procedure, sixteen coils were successfully implanted in the target location. While advancing a ruby coil into the target vessel, the diagnostic catheter and sheath migrated unbeknownst to the physician. Subsequently, the microcatheter and ruby coil migrated out of the target vessel. The physician then attempted to retract the ruby coil and navigate the microcatheter and diagnostic catheter back to the target location; however, the ruby coil unintentionally detached. In an attempt to remove the detached ruby coil, all devices were withdrawn; however, the proximal part of the ruby coil remained in the inferior vena cava (ivc). Therefore, the physician used a snare to successfully remove the ruby coil. The procedure was completed using the same catheters and additional ruby coil. There was no report of an adverse effect to the patient.